Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: ICU - propofol bottle noted to have less propofol and requiring a bottle change earlier than what was expected. Bottle hanged at 2230 (had previously been changed at 1915) and there was still approx 15ml in the volume to be infused section. When bottle change done at 2230 which was done by myself, noted that 100ml entered into volume to be infused. Propofol running at 25ml/hr, running for 30ml/hr during wash, was also given boluses, however the bottle completely empty at 0145 and the volume to be infused section on the pump indicated that there should still be 13ml left in the bottle. New line primed and new pump used and attached to patient. Old line kept and pump and line put into equipment nurses office. Pump delivering extra 13ml over course of infusion to patient, so not delivering the correct dose. No patient complications were reported as a result of this event.